Manufacturer narrative:
Analysis of the pump found motor gear train anomaly with corrosion.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Additional information: it was noted that the patient had runny nose, sneezing, and pain. It was indicated that patient "could tell if there was a catheter issue, something with her tailbone or she starts straining" and "because she'd had it long enough to know". It was added that patient used to hear ticking of pump but now the sound has changed, the ticking used to be like a clock, but now had changed; heard it better when sitting in the bathroom; heard sound more when sitting and it was not constant. As the patient felt the pump "sinking deeper, doesn't know if she would even hear the alarm". It was also added that at times hcp had difficulty at refill, and sometimes they didn't. It was also added that hcp won't do anything about increase in pain and only sees them for refills. Additional information received from the hcp indicated that the cause of the increased pain was unknown and that patient claimed that they had similar incident secondary to catheter "problem". There was no device troubleshooting; no intervention; no alarms. In regards to the granuloma, it was stated that the granuloma was not diagnosed, patient only complained of increased pain. In regards to the pump sinking deeper, it was stated that the patient had developed more adipose tissue, no troubleshooting was done. It was further stated that the patient was to have pump replaced due to eri (elective replacement indicator) within a month. A follow-up report will be sent if additional information becomes available.

Event description:
Additional information: per the healthcare provider (hcp) patient had reported that a catheter replacement in past had helped the pain complaints (tailbone pain) patient currently had; hcp had no other information except for patient's subjective complaints. In regards to the filling of the pump, it was stated that they had no difficulty filling the pump; patient had increase in adipose tissue. There was no troubleshooting. The pump was replaced.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The pt experienced an increase in pain since (B)(6) and the health care provider has not done anything for it. A granuloma has developed. The pump was "sinking" deeper. At the last refill 6cc's were left when there should have been 4cc's. The pt used to hear ticking of the pump more when sitting and was not constant. The drug being delivered via the pump was fentanyl. Additional information has been requested.